Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to latch) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
04/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's monitor had a damaged electrode belt connector, and that the electrode belt was unable to latch to the monitor.